Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the scrub nurse was setting up the powered stapler. She connected the reload with the adapter and tried to close and open the jaw of the reload as a self-testing. However, it did not work at all. The reload did not open and closed, though she pushed the each of buttons. At the same time, blinking green light did not showed on the reload- status indicator under the handle. And then, she disconnected the reload with the adapter and inserted the new reload with it and tried to test the operation of the reloads. However, the result was same to previous one. After that, she prepared another handle which had been used in other or. There was no damage to a patient.